Manufacturer narrative:
Device evaluation - the device was returned for evaluation. The device was given functional testing; the testing determined the lcd did not work consistently and the audible alarm sound was muffled. The issue was determined caused by a faulty microprocessor board. The cause of the component issue was not confirmed.

Event description:
It was reported the display did not work and the alarm was not audible. No patient injury reported.